Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported the laser function was not activating during a vitrectomy procedure. The procedure was completed with the same equipment and accessories without delay. There was no harm to the pt.